Event description:
The oxygenator was found cracking and was switched with a new oxygenator and centrifugal pump. No adverse affect on the pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the manufacturing records showed no production deviations of this lot during manufacturing. Prior to observing the cracks, the oxygenator was in use well over the approved usage of 6 hours stated in the IFU (over 214 hours). The circuit was then changed to a rotaflow centrifugal pump with a new oxygenator and there was no further incident. While we cannot conclusively determine the root cause, we believe the most probable root cause is the extended use in combination with the pulsatile action of the roller pump. This is based on extensive testing conducted on similar complaints and the fact that these same oxygenators are used outside the us in other tubing sets with the centrifugal pump and this type of failure has not been observed.